Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information indicated that the daily pace/sense lead impedance measurements were trending in the mid to upper 200 ohm range. Weekly averages were sometimes averaging greater than 3000 ohms. Technical services discussed that the out of range averages were due to a device calculation. The actual lead impedance numbers were in range. The lead will continue to be monitored.

Event description:
Boston scientific received information that the patient implanted with this device system complained of a twitching feeling within the device pocket, along with a feeling of tingling and numbness in the arm. Upon device check, right ventricular (rv) impedance measurements were found to have increased to greater than 3,000 ohms. Additionally, two non-sustained episodes were found to have occurred. Noise was observed on the rv and shock electrograms. Technical services discussed testing recommendations.